Manufacturer narrative:
H6- health effect- clinical code 4581: significant reduction of ica h6 - type of investigation - lens work order search: one similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm vicm5_13.7 implantable collamer lens of -13.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault and significant reduction of iridocorneal angles was observed. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - per reporter, lens was explanted and replaced and problem was resolved. Claim# (B)(4).